Event description:
(B)(4). Reason for original complaint ¿ litigation alleges patient had pain and extreme weakness; stiffness and limited ambulatory capabilities; damage to bones in hip; and excessive levels of chromium and cobalt after asr hip implant. Update (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(6) 2013. Update: (B)(6) 2014 - medical records received. Upon revision, yellow fluid with black spicules consistent with metallosis and corrosion were noted. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.